Manufacturer narrative:
(B)(4).

Event description:
(B)(4). Event description: post percutaneous intervention of the left anterior descending (lad) and ramus, proglide device was inserted. During deployment good blood flow was obtained. During foot deployment of the device an attempt to engage needle, physician stated that it was stuck and he could not retract the plunger in order to put the foot device down. Patient's right femoral artery was lacerated by the device. Hemostasis obtained by balloon tamponade and direct pressure. Patient required blood transfusion and repair in the or for artery repair. Manufacturer response for proglide, proglide 6fr 2.0mm (per site reporter) rep from abbott notified at 1500 on the date of incident.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported retraction problem; however difficulty removing the device and surgical procedure appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 6fr sheath after an interventional procedure. Reportedly, the lever would only partially close. The proglide device was removed with resistance and a laceration of the artery occurred. A cut-down was performed to repair the artery and achieve hemostasis. There was no reported adverse patient sequela. There was a reported clinically significant delay in the entire procedure. No additional information was provided.